Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Each sterile saline-filled breast implant is supplied in a sealed, double primary package. Style-specific sterile product accessories are also supplied within the product packaging. Sterility of the implant is maintained only if the thermoform packages, including the package seals, are intact. Use standard procedures to maintain sterility during transfer of the breast implant to the sterile field. Remove the breast implant and accessories from their packages in an aseptic environment and using talc-free gloved hands. Do not use the product if the thermoform packages or seals have been damaged. Do not implant damaged or contaminated breast implants. Do not store the breast implant with the fill tube in place, which may damage the integrity of the valve seal. Do not resterilize the product.

Event description:
Healthcare professional reported during implant of a saline breast implant the device was not holding the saline. Surgery was not completed with a backup device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening, white particles, and a flat crease. A leak test was performed and found an opening on the radius. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool on the radius side. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a striated edge opening on the radius side due to surgical damage.

Event description:
Healthcare professional reported during implant of a saline breast implant the device was not holding the saline. Surgery was not completed with a backup device.